Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that tubing end that connects to the q syte cap was cracked in multiple places. Although requested, additional information was not provided.

Event description:
It was reported that tubing end that connects to the q syte cap was cracked in multiple places. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d.11.

Manufacturer narrative:
Correction: b.5, d.1 & d.4. Additional information provided: d.11.

Event description:
It was reported that after the double lumen peripherally inserted central catheter (PICC) cap change, the tubing set with milrinone would not reconnect to the q syte cap. Upon inspection no cracks were found on the tubing set male luer. The q syte cap was changed and the tubing set was connected and secured to the PICC line. The patient had emesis and the patients mom asked for the patients gown to be changed . The tubing set was disconnected and would not reconnect to the q syte cap at completion of gown change. Upon observation the nurse found that the tubing set luer had multiple cracks. The pharmacy was called to send a milrinone syringe stat and the entire set up was changed (tubing and syringe) and attached to PICC line and secured.